Manufacturer narrative:
(B)(4) - initial report. Additional information, including operative notes, patient medical history, patient age and activity level and the explanted devices have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 months due to infection.

Manufacturer narrative:
Per -(B)(4) final report. Additional information, including operative notes, patient medical history, patient age and activity level and the return of the explanted devices was requested in order to progress with this investigation, however, this information was not available and thus the investigation was limited. It was confirmed that the explanted devices had been discarded following the revision surgery and thus were not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all finished parts associated with these records were manufactured, packed and sterilised to the correct specifications. Infection is a known complication with any surgery. Based on the information provided, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 2 months due to infection.